Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of a right atrial (ra) lead would not come out of the lead. The lead was never used. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The connector of the lead was extrinsically bent. The distal conductor was obstructed due to the stylet/guidewire. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the is-1 pin bent and the stylet stuck in the lead. The stylet could not be removed from the lead.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.